Event description:
Depuy acromed rec'd a lumbar I/f cage that was broken into 3 pieces. According to the complainant, the cage broke into pieces upon insertion. Surgery time was extended about an hour as another cage had to be implanted. The returned cage is currently be examined in order to determine the cause of the breakage. This type of event is most likely caused by excessive torque being applied to the cage during insertion. This event is not unanticipated as the instructions for use contained in the packaging of this product warns against excessive torque being applied. No further info is available at this time.